Event description:
It was reported that during a cholecystectomy procedure, the clip fell out soon after the clip fed into the jaw from the second firing. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): = yielded jaw, dropping or ejected clip, malformed clip. Evaluation summary: the analysis results of the er320 instrument found that it was returned with the jaws yielded. The device was cycled, fed and formed two clips with gap, one conforming and six ejected. It could not be determined what may have caused the jaws damage. It is known that the found jaws condition can lead to the reported event of clips being spitted out. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In additional as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". The batch record was reviewed and no anomalies were noted during the manufacturing process.